Event description:
It was reported that the posterior haptic was already torn off when the preloaded intraocular lens (iol) entered the patient's eye. Account indicated that the issue was noticed when the surgeon pushed the lens out of the shooter. They removed the original iol and implanted the back-up lens. There was no patient impairment reported. No further details provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6) section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected information: in the report submitted mar 7, 2024 ((B)(4)), an incorrect catalog number was inadvertently submitted. This report contains the corrected catalog number. Section d4 - catalog #: dib00i0100 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.